Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported problem. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause for the reported issue could not be determined.

Event description:
During two patient events, it was reported that the device displayed xxx on one of the patient parameter screen and froze. The user power cycled the device and normal operation was restored each time. For both instances, the device use was reported to have no adverse effects on the patient. There were no further details on the event and/or the patient provided.